Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.

Event description:
User facility reported that during removal of the needle it would not engage into the safety device. As a result, the nurse was stuck by a used needle and required blood borne pathogen exposure testing and follow up per organization protocol. No permanent adverse effects to clinician reported.